Manufacturer narrative:
An employee ran a diagnostic cycle and left the room. Upon returning, the employee saw water forming on the floor near the drain. The employee identified a misalignment from the unit's drain line into the user facility's drain. He repositioned the unit's drain line to ensure proper alignment with the user facility's drain. After the employee had adjusted the unit, a steris field service technician arrived onsite, inspected the system 1e, and identified the system 1e's workstation's cart casters were not locked down and secured with the breaks to prevent unintended movement. The technician locked the unit's workstation cart to prevent unintended movement or displacement. The technician ensured the unit's drain line in the user facility's drain was aligned properly and secured, ran a test cycle, and confirmed the unit to be operating according to specification. The technician spoke with the user facility about the importance of ensuring the unit is locked in place prior to use for processing. No additional issues have been reported.

Event description:
The user facility reported their system 1e was leaking water. No report of injury.